Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge with a non-qualified handpiece and viscoelastic. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant, there was imperfection in the center of the iol. Additional information was received. The imperfection in the center of the lens was noticed after injecting into patient's eye. The surgery was completed on same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).